Event description:
It was reported the patient experienced a loss of therapeutic benefit and impedances on the patient left thalamic were slowly rising. When the patient was first implanted, impedances were measured to be from 1300 to 2100 ohms. Three weeks prior to this report, impedances were measured to be between 3400 and 6400 ohms. On the day of this report all impedances were measured to be greater than 7000 ohms. The ins was programmed to c+, 0- at 3.2v, 60 usec, and 130 hz. The manufacturing representative did not know if the patient had any falls or trauma. The patient¿s healthcare professional (hcp) had tried increasing voltage when measuring impedances. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_ unknown_lead, product type: lead. (B)(4).